Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, olympus could not surmise the cause of the reported image problem and the root cause of this phenomenon could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
An olympus representative reported to olympus on behalf of the customer that there was suspected image disturbance and disconnection on the hd camera head. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was not confirmed. Additional findings were as follows: the connector electrical contact discoloration, the head scope mount, the head free lock lever both has corrosion, the head scope mount movement is heavy, the head main body was flooded, and the head imaging pixel had a defect. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.